Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms occurred. The pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. Customer also stated that she had been experiencing high blood glucose levels. Blood glucose level prior to the call was 479 mg/dl, which was treated with manual injection and the insulin pump. Blood glucose level at the time of the call was 209 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.